Event description:
It was reported that in 2000, pt had a stent placed in bypass graft. The pt returned to the hospital complaining of recurrent angina, and had catheterization in 2001 that showed that the previously deployed stent in the vein graft had split, with an occlusion at the native vessel associated with the aforementioned graft. Pt status is listed as "fine". The physician believes that the cause of the angina was thrombus forming on the fractured end of the stent.